Manufacturer narrative:
The ge representative conducted an onsite investigation. The system interface board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. This malfunction occurred outside a procedure. No patient injury was reported.